Manufacturer narrative:
Additional information: the stent would not advance through the telescope gec. There were no issues noted with the onyx frontier prior to use. The lesion was predilated. The device did not pass through a previously deployed stent. There were no issues noted with the telescope device. The deformed stent was pulled out. Resistance was not noted while removing the device from the lesion. The procedure was completed with a different medtronic stent, which successfully crossed the lesion with no issues noted. Product analysis: kinks were evident to the catheter shaft. Deformation was evident to the distal stent struts with struts raised and pulled distally. Deformation was evident to the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. It was reported that the stent would not cross the severely calcified lesion and the front end of the stent strut was pushed up. An attempt was made to use a 7f telescope guide extension catheter but the stent would not go through. The procedure was completed with a different stent, which successfully crossed the lesion. No patient complications have been reported as a result of this event.